Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the ICD identified no anomalies. Review of device memory found a shorted lead fault (fault code 1004) was recorded on april 25, 2016 after a shock was attempted. A subsequent shock was attempted and the device battery status moved to end of life (eol) due to long charge times. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted shock lead fault. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the subsequent high voltage charge attempt caused the device to declare eol because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained.

Event description:
Boston scientific received information that this device recorded codes 1004 and 1007 indicative of a short circuit condition upon shock and inability to recharge high voltage capacitors within 45 seconds respectively. A revision procedure was performed at which time the device was explanted and replaced. The competitor right ventricular (rv) lead was also assessed during revision and no visual anomalies were noted. However, when tested via pacing system analyzer (psa) low pace impedance measurements and oversensing were detected; the lead was surgically abandoned and replaced. No adverse patient effects were reported.